Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected. The complaint was confirmed there was a hole in the clear film of the package. The root cause of this complaint is rough handling of the package. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that the clear film had a hole in it. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
A review of this MDR identified a typographical error related to the date provided. This has been corrected in this report.